Event description:
Respiratory distress was experienced by a patient whose pulmonary inspiratory pressure reached 100 mmhg. The hme filter was removed from the circuit and the patient's pulmonary inspiratory pressure allegedly went down to 20mmhg. The duration of filter use prior to this event was not available. There was no patient compromise.